Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/low greater on left side') in a 38-year-old female patient who had essure (batch no. 626278) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhea and depression. Current weight 160 lbs. Previously administered products included for an unreported indication: provera. Concurrent conditions included body mass index normal, night sweats, perimenopause, endometriosis and abdominal pain. Family history included breast cancer and ovarian cancer. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)/bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)"), dermatitis allergic ("allergic or hypersensitivity reaction type: rash"), allergy to metals ("allergic or hypersensitivity reaction type: nickel allergy"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines / headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss") and pruritus ("itchy skin") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, dermatitis allergic and pruritus was resolving and the menorrhagia, allergy to metals, urinary tract disorder, bladder disorder, dysmenorrhoea, migraine, nausea, dyspareunia, fatigue, weight increased and alopecia outcome was unknown. The reporter considered allergy to metals, alopecia, bladder disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain, pruritus, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details: (B)(6) 2008. Left ostia with 5 coils visible. Right ostia with 3 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2014: left ovarian simple cyst. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : migraine headache, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019:quality-safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/low greater on left side') in a (B)(6)-year-old female patient who had essure (batch no. 626278) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhea and depression. Current weight (B)(6) lbs. Previously administered products included for an unreported indication: provera. Concurrent conditions included body mass index normal, night sweats, perimenopause, endometriosis and abdominal pain. Family history included breast cancer and ovarian cancer. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)/bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)"), rash ("allergic or hypersensitivity reaction type: rash"), allergy to metals ("allergic or hypersensitivity reaction type: nickel allergy"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines / headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss") and pruritus ("itchy skin") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, rash and pruritus was resolving and the menorrhagia, allergy to metals, urinary tract disorder, bladder disorder, dysmenorrhoea, migraine, nausea, dyspareunia, fatigue, weight increased and alopecia outcome was unknown. The reporter considered allergy to metals, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain, pruritus, rash, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details: (B)(6) 2008. Left ostia with 5 coils visible. Right ostia with 3 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2014: left ovarian simple cyst. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : migraine headache, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Injury nos replaced with new events added from pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), rash, nickel allergy, bladder or urinary problems or changes, dysmenorrhea, migraines/headaches, nausea, dyspareunia, fatigue, weight gain,pelvic pain, hair loss and itchy skin. Medical history, concomitant drug, historical drug were added. Lot number was added. Lab data were added. Reporter¿s information were added. Patient¿s demographics were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.